Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2008, 419388 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for high impedance values and noise consistent with lead fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.